Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the long attachment device, it was determined that the labeling of the device was illegible, the bearing was damaged, and the nose tube was bent damaged. It was noted that the shift sleeve was worn out, the ball bearing had fallen apart, and the serial number was badly readable. It was further determined that the device failed pretest for temperature, cutter insertion, visual assessment. It was noted in the service order that the attachment device was not working, and the drill bit was not going inside. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.